Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. A try it test was performed and passed. Functional testing was performed and passed. The receiver was opened, and a visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output on the receiver and an adverse event occurred. The patient reported that he had a hypoglycemic event and the device did not alarm for an urgent low continuous glucose monitor (cgm) level. He experienced symptoms of the hypoglycemia in which he did not specify and saw that the cgm value was below 60 mg/dl and dropping quickly. He did not feel the receiver vibrate and neither he nor another person he was talking with heard any alarm. He quickly ate a banana and felt better after. He checked the alarms and the test alarms worked. He checked his data trend and saw that around 8:30 to 8:40 pm the cgm value had dropped quickly and went as low as 40 mg/dl. At the time of contact the patient was feeling well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.